Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k328 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k328 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Cent chamber) and drive tube leak/break. No trends were detected for these complaint categories. A photograph was provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photograph verifies the drive tube is damaged above the upper drive tube bearing stop. The drive tube is twisted, and the drive tube bearing appears to be installed into its retainer clip. A known cause of a broken drive tube is when the drive tube is not rotating freely. A material trace of the drive tubes used to build lot k328 did not find any non-conformances. A device history record review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot had passed all lot release testing. The cause of the reported alarm #7: blood leak? (Centrifuge chamber) was most likely due to the drive tube break. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during and extra corporeal photopheresis (ecp) treatment. The customer reported they received an alarm #7: blood leak? (Centrifuge chamber) and noticed the drive tube had broken during the procedure. The customer reported approximately 200 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned a photograph for investigation.